Manufacturer narrative:
The lot was manufactured from may 26, 2020 - may 27, 2020. The two (2) actual devices were received for evaluation. Visual inspection revealed that the bladders were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloon) of two (2) small volume intermates ruptured upon filling during the compounding stage. The devices were injected with 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.